Manufacturer narrative:
The insulin pump received with intermittent down arrow button response due to corroded keypad traces. No button error alarm during testing. Unit received with cracked reservoir tube lip, battery tube threads, case at the display window corner, minor scratched display window, scratched reservoir tube window, bleeding display, and loose/shifted end cap sticker.

Event description:
The father reported via phone call that the customer received a button error alarm. The customer was able to clear the alarm, but the alarm persisted after. The customer's blood glucose was unknown. The father agreed to return the insulin pump for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.